Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to hernia recurrence, adhesions, bleeding and pain. No additional information was provided.